Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2013 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the black box shows the maximum total daily dose was reached on (B)(6) 2012 at 22:51. There were no deliveries made from that time until (B)(6) 2012 00:00 when the maximum total daily dose was reset. A normal 10 unit bolus and a 10 unit audio bolus were performed successfully and both were accurately recorded in the pump history. The keypad was tested and all keys are responsive to user input. No hypersensitive keys were observed on keypad. The pump was tested on a 29 hour flow test; the pump passed the required test and was found to be delivering within the specifications. No defect was found with the returned pump, unable to duplicate the complaint. Device history record review was conducted on (B)(4) 2012 with the following findings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2012, the reporter/patient's dad called on behalf of the patient to report elevated high blood glucose readings of over 500 mg/dl. At the time of concern, the patient was feeling "lousy" and had signs and symptoms described as "shallow breathing, nausea, and high ketones". The patient was treated with insulin via syringe which the patient reportedly responded to. His most current blood glucose was reported to be 250 mg/dl. The patient's symptoms abated with treatment. The patient's blood glucose is stable and is currently on his backup plan. Troubleshooting revealed there were no visible issues with prior site, cannula not bent and no blood in cannula. The patient uses his butt and arms as the site of infusion. The advance features and the basal segment are correctly programmed according to the patient's usage at the time of the event. The pump delivered insulin accordingly and no inaccurate delivery issue was found. There was no product misused. However, the date/time was incorrectly set to (B)(6) 2007, 12 am after reviewing the pump history. Further review of the pump history showed the pump met the max daily limit on (B)(6) 2012. The subject pump had alerted the patient of the max daily limit but the patient dismissed the alarm and was not getting any insulin. Further investigation into other factors that could contribute to the alleged incident revealed the patient had cold and potentially experiencing hormonal changes with puberty. This complaint is being reported due to possible use error and because the patient had elevated blood glucose over 500 mg/dl and high ketones while on insulin pump therapy. The major contributor to the patient's alleged hyperglycemia was due to both diabetes management (patient was sick with a cold, puberty) and use error (the patient did not take any action to increase the max daily limit of insulin).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).